Event description:
The customer reported to baxter (B)(4) of a mirafilter IV / extension set in which the set was found to be leaking soon after being used. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was originally reported as not being available for evaluation. One sample was received for evaluation. Visual inspection revealed that the clear side of the mira filter was whitish in color implying that this was subjected to stress. The set was leak tested under water. A leak was revealed from the luer connection side. The reported condition was confirmed. The root cause was not determined. The evaluation codes have been updated to address this.